Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance on the implantable cardioverter defibrillator (ICD) and device interrogation revealed high capture thresholds and high pacing impedance on the right ventricle (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5 for related manufacturing number and rv lead.